Manufacturer narrative:
Based on information available and device analysis, no root cause could be determined. (B)(4).

Event description:
Physician was attempting to treat a lesion in the superficial femoral artery. Three (3) pacific xtreme devices and one (1) amphirion deep device were used during the procedure. Evaluation summary: amphirion deep device was returned to manufacturing facility for evaluation. Visual inspection and a tactile inspection were carried out on the device, the shaft was found kinked in two points at 3.5 cm and at 27.5 cm from the proximal side of the balloon. Guidewire was advanced the device length, friction was noted beside the two noted kinked point. Purging test was carried out; the test was performed applying negative pressure from the inflating lumen through a manometric syringe. The test failed as column of bubbles were noted in the syringe. The balloon inflation test was performed, the test failed because a leak was noted in the shaft in the distal kinked point (3.5 cm from the proximal end of the balloon). The leak point was magnified under a microscope which showed the shaft broken in the kinked point.